Event description:
One patient with discrepant sodium results. Initial result gave 132 mmol/l. Sample repeated by another methodology gave 140 mmol/l. Sample repeated by initial method gave 141 mmol/l. Erroneous results was not reported. The field service representative determined the cause to be due to a problem with the electrodes and probes. Replaced electrodes and sample probes. Performance tests were performed.